Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose was 240 mg/dl. The customer declined troubleshooting from tandem technical support, therefore no additional information was provided.